Event description:
It was reported that a rise in capture threshold was observed on the right ventricular lead. No patient symptoms were reported. No changes were made and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.